Event description:
It was reported that, "implants were explanted due to infection."

Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical cluster hole shell, cat# 502-11-50d, lot# unk; accolade c cs 127 neck 35 mm size 4 stem w/ distal hole, cat# 6057-0435d, lot# unk; v40 cocr lfit head 36mm/+5, cat# 6260-9-236, lot# unk; 6.5 cancellous bone screw 20mm, cat# 2030-6520-1, lot# unk; 6.5 cancellous bone screw 16mm, cat# 2030-6516-1, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.